Event description:
It was reported that approx. 6 weeks after the implantation this lead dislodged. When it was removed, prior to repositioning a kink was noticed in the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, a deformed outer conductor coil was found 13cm distal to the is-1 connector pin. In this region a fractured inner conductor coil was noted. Furthermore there was a cut in the insulation. Based on the characteristics of the damage, it is reasonable to assume that the damage resulted from a tight suture. Furthermore the lead was bend between the ring electrode and the lead tip which most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.